Manufacturer narrative:
The tech found the casters were worn. He replaced the four casters to repair the bed.

Event description:
Info received indicates the foot end casters are not locking into brake position. The wheels do not roll but the casters swivel 360 degrees.